Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specification. Internal complaint number: (B)(4).

Event description:
Additional communication with the representative was unable to confirm how many volume discrepancies were observed. They stated that they weren't present when discrepancies were checked for. Representative did confirm that the patient was experiencing a lack of pain relief. Representative stated that the volume discrepancies were getting progressively worse at the same time that the pump therapy was getting worse.

Manufacturer narrative:
Additional information: b5. Corrected information: h6. Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis, review of device history record, and follow up information. (B)(4).

Event description:
Representative reported that the physician had explanted a patient's pump. Initially, an underinfusion volume discrepancy was identified for this patient. The expected volume was ~6-7ml and received back was ~15ml. After the discrepancy, a catheter revision was previously performed for this patient, where a slight kink in the catheter was observed. The patient's pump was later explanted. MFR 3010079947-2020-00359 was opened to address the catheter revision.